Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 549 mg/dl at the time of incident and treated with manual injection. Customer stated that they have 3 infusion sets that were leaking and the leak comes from the tapes. Customer decline troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.